Manufacturer narrative:
This report is submitted following patient's report to FDA. The patient, however, refused to provide contact details of the treatment provider. Inmode, therefore, could not conduct a thorough investigation of the complaint at this point. If additional information reaches us, a supplementary report will be submitted. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A 69 year old female patient complained to FDA about sustaining third degree burns on her submentum and neurapraxia of the marginal mandibular branch of the facial nerve, 1 month following treatment with quantum rf.